Event description:
A center director reported a patient with trace diffuse lamellar keratitis of the left eye two days post lasik treatment; the topical steroids were increased. By nine days post treatment the symptoms had resolved but corneal edema was noted which resolved by four months post treatment.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).